Event description:
During implant, the device had gone into backup operation after dft testing. The patient had unacceptable dfts. After an external shock was delivered, the device went into a backup state with no defib therapies available. Analysis of the ICD revealed an arc mark, and hv output circuit damage consistent with a damaged lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.